Event description:
Hcp reported the pt was brought into the e.r. Via ambulance in 2004. The pt's spouse reported the pt presented at home with nausea, vomiting and then became lethargic. Once the pt arrived at the emergency room pt was difficult to arouse and was given 2mg narcan. The pt responded well but after only 30 mins the pt again became difficult to arouse and their blood pressure dropped and they went into a deep stupor. IV fluids were given along with another 2mg narcan. The pt was then alert for a short time and once again was unarousable. The hcp questions if this overdose stemmed from bupivicaine separating from the dilaudid and clonidine. The pt was transferred to another hosp where a stroke scenario was ruled out with a head CT. The pump was interrogated and the medication removed and discarded. There was no volume discrepancy at this time-nor in previous refills. Internal medicine ruled there was nothing medically wrong with the pt. The pump was then refilled with dilaudid and clonidine. The daily dosage was started at 2mg/day (from a previous 17mg/day) and the pt given a pt-controlled anesthesia pump. The pt spent overnight in ICU for observation. Currently the pt is receiving 4mg/day from the pump and is taking oral vicodin every 4 hours. The pt has "felt fine ever since."